Event description:
The facility alleged the brakes did not hold on the bed.

Manufacturer narrative:
The hill-rom technician indicated the brake pedal would migrate out of the brake (locked) position when the bed was bumped from the side. The hill-rom technician replaced the break detent, after attempting a caster adjustment, to repair the bed. Mod 373 is a field corrective action which replaces the brake detent assembly. This failure occurred following the correction of this unit. Parts are being returned for analysis.